Event description:
Anonymous usp report stated "baxter 6301 series pump in our hosp use free-flow slide clamp. In period of high census we had to rent some pumps from a vendor. The pumps arrived with slide already inserted to bypass free flow protection. Nurse did not use safety clamp-later, personnel were unaware of the difference these new pumps and our regular ones. They took set out of 2 pts-1 on dopamine, 1 on heparin. Both free flowed causing o.d. And need for lab and clinical monitoring."